Event description:
In 2008, kerr corporation received a letter in which a doctor alleged that pfm crowns placed with maxcem on four different patients had fallen off.

Manufacturer narrative:
The patient's pfm crown was recemented with a different product without incident. The patient is doing fine. The actual device involved in the incident was returned to kerr corporation for evaluation. The returned device and retain samples were tested for adhesive strength test and results were found to be within specifications. This is the third MDR report of the four incidents reported. This is the final report.